Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this crt-d system exhibited loss of capture and high thresholds on the right ventricular (rv) lead. The outputs on both the rv and left ventricular (lv) lead were increased. Subsequently, the crt-d recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the code 1003 was declared due to reprogramming the rv output to 6v @ 2ms. This rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.